Event description:
Spontaneous report. Pt stated pump skipped some ramp up steps and starting infusing step 5 on her pump program early as her infusion finished 50 minutes earlier. Unknown if pt missed a dose, no adverse event reported, product is available for return. Reported to (B)(6) by pt/caregiver.